Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that two different preloaded insertion systems, pcb00 shooters had misfired causing scratching to a patient's cornea. The event occurred twice on the same patient with two different insertion systems. The surgeon decided to implant a zcb00 lens, which was inserted into the patient's eye without further issues. The patient's eye was medicated and gauze patches were placed. Two MDR reports will be submitted. One for each of the pcb00 devices.

Manufacturer narrative:
Returned to manufacturer on: 03/07/2016. Device evaluation: the preloaded insertion system was received at the manufacturing site in a plastic bag. Visual inspection at 10x microscope magnification showed residues of what appears to be viscoelastics in the cartridge. The lens was observed stuck at the cartridge body and overridden by the push rod tip. The customer's reported complaint was verified. Manufacturing records review: manufacturing records were reviewed and the lens was manufactured and released according to specification. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. As a result of the investigation there is no indication of a product quality deficiency and the reported issue was verified. All pertinent information available to abbott medical optics has been submitted.